Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00902.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod packing coil (pod pc), ruby coils, and lantern delivery microcatheter (lantern). During the procedure, the physician advanced a pod10 outflow of the aneurysm; however, the coil was too large for the vessel. Therefore, the pod10 was removed and the physician successfully placed a pod8. Next, while advancing a pod pc through the lantern, the physician experienced resistance and, therefore, the pod pc was removed, and a new pod pc was placed in the vessel. Afterwards, the physician experienced resistance while advancing a ruby coil through the lantern; therefore, the physician re-sheathed the ruby coil and tried to advance the same ruby coil through the lantern; however, the same issue occurred. Therefore, the ruby coil was removed. It was reported that the lantern was flushed after each time a coil was delivered and there was no noticeable damage to the pusher assembly to the pod10, pod pc and, ruby coil were not kinked. The procedure was completed using additional pod coils, pod pcs, ruby coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact with its pusher assembly. Conclusions: evaluation of the returned pod pc revealed an undamaged, functional device. During the functional test, the pod pc was advanced through a demonstration lantern without an issue. The root cause of the reported complaint could not be determined. Evaluation of the returned ruby coil revealed a embolization coil was detached from its pusher assembly inside its introducer sheath. If the ruby coil is forcefully retracted against resistance, the pusher assembly may elongate beyond the length of the pull wire and allow the embolization coil to detach from its pusher assembly. The root cause of resistance could not be determined. Further evaluation of the returned ruby coil revealed a kink in the pusher assembly. This kink was likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report number: 1.3005168196-2020-00902 h3 other text : placeholder